Event description:
It was reported that this right ventricular (rv) lead exhibited an insulation breakage, which cause the lead to exhibit noise, impedances issues and loss of capture. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.